Event description:
During the cavo-tricuspid isthmus line in the right atrium, the patient went into ventricular fibrillation requiring a cardioversion. It occurred on the distal portion of the ablation line close to the valve, while on ablation at 40 watts for 16 seconds and temperature control. There were no further complications throughout the procedure and no effusion post procedure using intracardiac echocardiography and transesophageal echocardiography. The patient was transferred to intensive care unit for monitoring.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.